Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had trouble rewinding and performing the fill tubing process on the insulin pump. Customer reported insulin was squirting out from the insulin pump. The customer's blood glucose was 270 mg/dl at the time of the incident. Troubleshooting was unable to resolve the issue. The customer stated the motor did not slow down and numbers did not ramp up on the screen. The customer was unable to access the alarm history as they were unable to exit from the rewind/fill tubing process. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to faulty force sensor resistor; unable to perform the basic occlusion test, occlusion test, and excessive no delivery tests due to a33 alarm. However, the insulin pump was received with normal operating currents and passed the self test, a21 error test and displacement test. No cosmetic damage noted during physical inspection.